Event description:
A (B)(6) female pt contacted zoll customer support to report bent pins on her electrode belt's connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damage e-belt connector) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent. In additional the trunk connector housing was broken and the locking nut was missing. The bent pins and damaged connector prevented the e-belt from connecting to a monitor. The root cause of the bent pins and damaged connector cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.